Manufacturer narrative:
It was reported there was an alarm issue as the alarm did not sound as expected. The authorized service provider (asp) determined there was a bad connection to the alarm. The asp advised the engineers over the phone who adjusted the connection and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The root cause was a poor connection.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
It was reported there was an alarm issue. There was no patient involvement.